Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. However, the insulin pump had a corroded battery tube. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 320 mg/dl. The customer was advised insert new (B)(6) aaa alkaline battery on the insulin pump. The customer was advised to return and discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised we are sending replacement. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.